Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The customer was found unresponsive in his bedroom. It was stated that the customer did not have a pulse when the paramedics took him to the hospital. It was stated that the customer was wearing the insulin pump, and was doing fine prior to his death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.